Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on this available information, the reported device dislodged by another device appears to have been a result of user technique/procedural conditions. The reported incomplete coaptation/slda and tissue damage appear to have been cascading events of the device dislodged by another device. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda (00803u117). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr). The pre procedure mr grade was 4+ and the mean pressure gradient was 1mmhg. An nt clip (00803u117) was implanted without issues, however, there was no mr reduction. An ntr clip (00701u415) was advanced to the mitral valve. The ntr clip interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and a ruptured chordae was observed. The ntr clip was implanted lateral, stabilizing the slda clip. However, mr remained unchanged, 4+ and the mean pressure gradient was at 7mmhg. The gradient of 7mmhg was expected and was not considered clinically significant. The procedure was aborted. No additional information was provided.